Event description:
Patient using omnipods said she felt the first "stick" when inserting the cannula of the pod, then awhile later felt the mechanism "stick" her again. This occurred 3 times with the batch of omnipods she had. She also noticed the insulin not infusing properly and experienced nausea. She also noticed several times feeling the pod "stick" her but the fdm would read "obstructed". Dates of use: (B)(6) 2014. Diagnosis or reason for use: 250.03.